Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. Reportedly, the patient was at work when around 3:00 pm when he passed out. His co-workers called the paramedics, who checked his blood glucose and found it was 26 mg/dl. The paramedics established an IV and administered glucose. The patient was transported to the hospital, where he received additional IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.